Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a slide clamp sensor not sensing door closing was not reproduced. A review of the event history log revealed multiple "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported problem, however, the link switch requires verification/adjustment for precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.